Event description:
It was reported that ¿bubble like effect¿ was noticed in the tubing of a vented paclitaxel set. No additional information is available. This medical device report is 5 of 22.

Manufacturer narrative:
(B)(4). A batch review will be performed. Actual sample was received with detached drip chamber. Visual inspection confirmed reported condition of ¿bubble like effect¿ in the tubing. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the problem was defective raw material. Notification has been sent to the supplier of the material. Should additional relevant information become available, a follow-up MDR will be submitted.